Event description:
A triple lumen continuous cardiac output swan-ganz catheter was brought onto the field and each line flushed with sterile saline and the svo2 sensor calibrated. The catheter was introduced into the cordis catheter to a distance of 15-17 cm. The balloon was then inflated and the catheter was advanced through the right ventricle and into the pulmonary artery until a wedge position pressure tracing was obtained. The balloon was then deflated and verification of return of a pulmonary artery pressure tracing made. During the floating procedure to position the catheter the position of the catheter tip was determined by continuous pressure monitoring via the distal port and by use of fluoroscopy. The catheter was locked to the cordis patient tolerated and no issues. Attempted to wedge patient's swan cath one week later, and air did not return from balloon post wedge. Ccu team notified and swan was not wedged again. Orders to remove swan cath from patient, and upon removal noted that balloon on swan was not intact.